Event description:
It was reported that the customer experienced a high blood glucose reading of 480 mg/dl while she was at school. The customer was also getting no delivery alarms. The customer was treated by the school nurse with a manual injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.